Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed patient's right atrial lead exhibited episodes of noise. No intervention was performed. The patient was in stable condition.